Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused during patient infusion. It was further reported that there was 10 ml left in the device after therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from (B)(6) 2019 - (B)(6) 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a device containing residual fluid inside the bladder/balloon was observed. Due to the nature of the sample, no additional testing could be performed. The reported condition could not be refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.